Event description:
Information received indicates when the brakes were set, the brake casters did not hold.

Manufacturer narrative:
The technician found the caster wheels were worn down. He replaced the casters and the brakes functioned properly.